Event description:
Emt's responded to a person, condition unk. The device was used to deliver an unk number of shocks. Pt outcome is unk. When the device's pt event record of the incident was reviewed, the shock #1 delivered was recorded at 200 joules but, according to the rptr, the device recorded that it delivered 100 joules for shock #2.